Event description:
It was reported by the affiliate that a foreign, adjustable gastric band slipped. The slippage was revealed by radiography without bolus transit. The band was explanted. There were no other reported patient consequence reported.

Manufacturer narrative:
Date sent: 12/15/2008. Infor is unavailable; device was not returned for evaluation.